Event description:
It was reported that a pt underwent a successful x-stop procedure at l4/l5 on (B) (6), 2005, as part of a clinical study and received substantial relief. Due to progression of the stenosis symptoms, which did not respond to pain medications or epidural blocks, an MRI was done, which demonstrated the same level lumbar spinal stenosis. The x-stop device was removed on (B) (6), 2008 ,and replaced with a smaller size of x-stop device. There was no particular problem noted at the x-stop site, except the initial device was positioned more posteriorly than usual. The pt tolerated the procedure with no complications reported.

Manufacturer narrative:
Method - device not returned. Follow up with physician.